Event description:
A zoll distributor returned electrode belt (B)(4) to report that the electrode belt's therapy electrodes (tes) were non-functional.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. Upon investigation, the battery charger/modem was unable to power on. As received, the belt failed incoming testing. Upon eval, there was an open along the pulse wire between the distribution node (dn) and ECG 'b'. The cause of the non-functional tes is the open pulse wire. The root cause of the open wire was excessive force placed on the cable. No adverse event resulted from the defective electrode belt.